Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall of "textured breast implants," seroma-late, silicone migration, and inflammation/irritation.

Event description:
Patient reported for left-side "breast filled with large amounts of fluid¿, ¿chronic capsulitis¿, ¿mental and physical distress¿, ¿symptoms showing alcl¿, ¿tested for alcl and bacterias¿, ¿left breast tissue lesion - fibrosis and foreign body giant cell reaction to exogenous implant material¿, ¿exogenous implant material¿, ¿a small focus of echogenic material which could represent localized silicone¿, ¿very unhappy with how the patient looks, this was not voluntary and had been very detrimental to not only the physical body but also mental health¿. The tests were negative for malignancy. T cells are cd30 negative by flow cytometry. The device has been explanted.